Manufacturer narrative:
Gtin/UDI number for item 11426965, lot 17045530 is (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported generalized leaks at the y-site on the primary tubing sets during infusion. There is no patient harm.